Event description:
The healthcare professional reported the patient had tremors for several years so the doctor replaced the implantable neurostimulator (ins). The patient was implanted for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.